Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, other than the incident report no additional information had been provided. Although no injury was reported and no medical intervention was reported to be required to preclude permanent impairment, lumenis is aware that the same malfunction of the handpiece working intermittently was alleged to have caused or continued to a 'serious injury' (cancelled procedure of an anesthetized patient : MDR# 3004135191-2017-00186). Lumenis is reporting this event as it represents a reportable malfunction. Lumenis has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available; the complaint file and medwatch report will be updated accordingly. Lumenis initiated CAPA # (B)(4) to continue its investigation of this and similar reported events, and to determine corrective action.

Event description:
A foreign user facility reported that during a holep procedure in which a versacut morcellator was being utilized, the "morcellator blade was intermittently working". The surgeon was able to complete the procedure with the same device with no reported harm to the patient.